Event description:
Event description boston scientific, crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) is demonstrating noise on the rate sense and shockig portions of this right ventricular (rv) defibrillation lead. The device is oversensing this noise, resulting in non-sustained events and inhibition of pacing for over two seconds. The noise was unable to be reproduced in clinic with patient arm movements. No adverse patient effects were reported.